Manufacturer narrative:
(B)(4)

Event description:
It was reported that the right ventricular lead exhibited noise. The patient was asymptomatic and would continue to be monitored. No additional information was reported.